Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer failed. Field service engineer confirmed that issue was resolve by the customer. The system functioned as intended after customer resolved the issue.

Event description:
It was reported by the customer that a pyxis medstation es system drawer failed, which caused delay in dispensing the medication. There were no adverse events or injuries reported based on this event.